Event description:
Dr reported that upon attempting to use the covidien clip applier, it was having difficulty with both loading the clips and firing the clips accurately. While trying to clip across the bile duct and vessels, it eventually quit loading clips, despite the fact that there were still clips in the chamber. A new clip applier was opened which seemed to work better, however she did say that the second applier was also giving them difficulties.======================manufacturer response for endo clip ii auto suture clip applier, 10mm medium/large, endo clip ii auto suture clip applier, 10mm medium/large (per site reporter).======================awaiting response.